Event description:
False positive advia centaur xp troponin ultra results were obtained on a patient sample on two systems over a period of time and considered discordant when compared to alternate troponin test system results and other clinical test results. In (B)(6) 2013, the patient was first admitted to the cardiac intensive care unit due to chest pain and throat infection. The EKG was normal and the patient results were interpreted as myocarditis. In april, the patient returned to the hospital for a checkup and the advia centaur xp troponin result was positive and the EKG was normal. The physician questioned the positive result and the patient was redrawn and repeat troponin testing was negative on two other alternate troponin test systems. There were other cardiac tests performed at the same time and the results were all negative. There was no known report of adverse health consequences due to the positive advia centaur xp troponin ultra results.

Manufacturer narrative:
The patient sample was provided to siemens for further investigation and testing. The patient sample was tested for troponin on two different test systems. The sample was run neat and then treated with heterophilic blocking tubes (hbt). The results of the siemens in-house test data is referenced below. The positive advia centaur xp result observed on the discordant patient sample is not site or reagent lot specific. No conclusion can be drawn.siemens patient investigation troponin test results (ng/ml): patient sample # 1: advia centaur xp immulite 2000 s/n (B)(4) s/n (B)(4)reagent lot 074 regent lot 264neat hbt neat hbt36.341 38.446 <0.2 qnsthe instruction for use under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications.